Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd his scs system on (B)(6) 2008. It was reported that he was having problems communicating with his ipg via the pt programmer. In an effort to resolve this matter, a replacement programmer wand was shipped to the pt. F/u found that the pt's problem persists with the use of the replacement wand. To further interrogate the communication issue, a replacement programmer was sent to the pt. Results of that intervention method are pending. This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the ipg.